Manufacturer narrative:
(B)(4).

Event description:
It was reported "spring-wire guide bends and cannot be placed smoothly". The device was removed and replaced. The patient's current condition is reported as "deceased". It was reported, the alleged defect did not contribute to the patient's death but caused a delay to therapy. Additional information has been requested from the hospital.

Event description:
It was reported "spring-wire guide bends and cannot be placed smoothly". The device was removed and replaced. The patient's current condition is reported as "deceased". It was reported, the alleged defect did not contribute to the patient's death but caused a delay to therapy. Additional information has been requested from the hospital.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected to (B)(4).